Event description:
The customer received a blood glucose reading of 261mg/dl on the contour at approximately 9:00pm, took her medication; a shot. At approximately 12 midnight to 3:00am she woke up sweaty and incoherent. Her husband ran a blood test on her and the reading was 67mg/dl. She took a teaspoon of sugar and ate a piece of candy. She retested and her reading was 75mg/dl. She was not feeling much better so an ambulance was called. She was retested on the ambulance meter and the reading was 100mg/dl. Customer was taken to the hospital where her blood glucose was monitored. She was discharged when her readings were approximately 126 or 152mg/dl. Customer was unsure. She did not receive treatment from the paramedics or the hospital. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.